Event description:
Interbody spacer implant placed (p11822-507), tip of implant broke off and was retrieved and removed. Surgeon implanted interbody spacer and surgery progressed as planned. FDA safety report ID# (B)(4).